Event description:
11/4/96-health aide transferringg pt from hosp bed in home to w/c with pt's hydraulic lift. Lift falls forward with pt in cradle dropping pt to floor, lift then topples on its side. Aide makes repeated inquiries into pt's condition to which pt replies "I'm not hurt". Pt's sister comes into bedroom from kitchen, both pt and sister discuss "children playing with lift this weekend" and "not letting kids play on equipment." Aide reports fall to supervisor at office letting supervisor know there are no apparent injuries. Nurse makes home visit on 11/6/96, pt complains of pain and swelling left knee. Nurse and family agree to transporting pt to ER. Pt admitted with fractured left femur. 11/8/96-supervisor and a nurse inspect pt's hydraulic lift. No apparent defect noted with pt's equipment. It was determined that a potential exists for problems involving lift if chains to sling were not placed correctly.